Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a vibrate anomaly on the insulin pump. Customer¿s blood glucose level was 162 mg/dl. Troubleshooting was performed. Customer advised they the insulin pump did not vibrate during the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. Unit audio/beep/vibrate function properly and no anomaly noted.(B)(4).